Event description:
Approximately 10 minutes into a patient's first routine hemodialysis treatment with nxstage system one, patient experienced nausea, mild sob, felt like his lip was swelling, head and face felt congested, had a hive on arm and non-specific complaint of "feeling different". Blood flow rate and ultrafiltration rate were reduced, 50cc of saline was administered and then blood was rinsed back. Patient was administered benadryl 50mg po. No other medical intervention required. Patient has a history of known allergies including polysulfone.

Manufacturer narrative:
No problem found with the returned cartridge. There is no evidence of a device malfunction. Patient has a history of known allergies. The user's guide includes adequate warnings to monitor for potential allergic reactions. Patient continues to dialyze with system one and no further similar problems reported using a dialyzer from a different manufacturer. Nxstage medical considers this report closed. No additional information will be provided.